Manufacturer narrative:
Additional information: b3, g3, h2, h3, h6, h11. One bi-directional, curve f-j, tactiflex ablation catheter, sensor enabled was received for evaluation. The reported catheter display issue could not be confirmed. No anomalies were noted on the eeprom payloads. Electrode 1, the tip thermocouple, and the magnetic sensors met specifications during electrical testing with no open or short circuits detected. In addition, the tip thermocouple temperature reading increased with exposure to heat. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. It should be noted that the investigation of this complaint was completed after the product "use by"/"use before" date. No issues related to device age at time of investigation were noted.

Event description:
This report is to advise of an expired catheter used during a procedure.